Manufacturer narrative:
The study was conducted from (B)(6) 2013 to (B)(6) 2017. Literature article: chung jpw, law tsm, chung chs, mak jsm, sahota ds, li tc. ¿impact of haemostatic sealant versus electrocoagulation on ovarian reserve after laparoscopic ovarian cystectomy of ovarian endometriomas: a randomised controlled trial¿. Bjog 2019; 126:1267¿1275. Doi: 10.1111/1471-0528.15807. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 94 patients underwent a five-year study in which floseal was used with laparoscopic ovarian cystectomy of ovarian endometriomas. Two patients experienced unspecified post-operative infections. The cause of the infections was not reported. Treatment for the events was not reported. The study reported the patients were discharged from the hospital (no further details). At the time of this report, the patient outcomes were not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.